Manufacturer narrative:
Conclusion: investigation results show that humidity ingress led to the device electronics failure over time. However, the device investigation did not show the location of the leak. Based on the manufacturer_s experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
It was reported that a few weeks prior the recipient had a "permanent noise" with use of the device. All external parts were changed and fitting was adapted; but this did not yield an improvement. During a subsequent clinical check-up the fitting was changed and the noise disappeared according to the recipient. The recipient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that a few weeks prior the recipient had a "permanent noise" with use of the device. All external parts were changed and fitting was adapted; but this did not yield an improvement. During a subsequent clinical check-up the fitting was changed and the noise disappeared according to the recipient. Further check-up is scheduled. The patient has been advised to discontinue use of the device in the meantime.